Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve the issue and the customer continued to use their pump until replacement arrives.